Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient was hospitalized on (B)(6) 2025 due to infusion set cannula bent event leading to hyperglycemia. The blood glucose level was 500 mg/dl at the time of event and patient also tested positive for ketones and had symptoms like vomiting, abdominal pain, nausea. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.